Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to pain and a disassociated liner.

Manufacturer narrative:
Concomitant medical products: catalog #00434901213, tm reverse humeral stem, lot #61868716. Asreturned the polyethylene liner is severely worn. This wear most likely due to contact with the stem after it disassociated. This damage is too severe for dimensional analysis. Review of the device history records did not find any deviations or anomalies. The devices were used for treatment. No other complaints of any type have been reported for this lot of liners. Also no other complaints other than those for this patient have been reported for the humeral stem lot. The devices were used with an approved and compatible combination of components. Operative notes were requested however none provided. With the provided information an exact cause could not be determined.